Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer requested assistance in obtaining information from the logs for a patient that had expired. The customer did not allege that the device malfunctioned or contributed to the death of the patient, but cannot confirm if user error was a factor.

Manufacturer narrative:
The customer requested assistance in obtaining information from the logs for a patient that had expired. The customer did not allege that the device malfunctioned or contributed to the death of the patient, but could not confirm if user error was a factor. The philips field support tech verified the issue with the customer over the phone. The field support tech dispatched a field service engineer, (fse) on site to troubleshoot the cause of the issue, as well as test the device in question and obtain logs from the central station. A review of the central station alarm logs from 03/16/2016 for c24 from 21:43:24 until 23:17:59 indicated that there were 7 instances in which alarms were suspended and automatically came out of suspension after 3 minutes; 13 ***vtach; 4 ***vfib/tach; 2 ***desat and 2 ***asystole alarms annunciated at the central station. There was no evidence of a malfunction of the product.